Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise and changes in the intrinsic morphology. The sensing vector was programmed to the primary vector at the time of the shock. The doctor was concerned the arrhythmia may have been atrial fibrillation that changed to ventricular tachycardia. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.